Manufacturer narrative:
The pump device not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 450mg/dl with nausea, increased thirst, kidney pain, extreme drowsiness/difficulty waking up/confusion. During troubleshooting, the reporter stated that there was leaking from the leur lock, but was unable to determine whether it was the inset or cartridge. This complaint is being reported because the patient experienced hyperglycemia and because the alleged cartridge leak was not resolved.